Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive 3 times for microorganism. On (B)(6) 2023, airduct had greater than 10 colony forming units (cfus)/22.5ml(milliliters) and biopsy channel tested positive for 26cfu/22.5ml microbacterium species. On (B)(6) 2023, biopsy channel had 20 cfu/30 ml microbacterium oxydans, had 32 cfu/30 ml micromonospora aurantiaca; and air duct had 170 cfu/20 ml micromonospora aurantiaca. On (B)(6) 2023, air duct had 170 cfu/20ml micromonospora aurantiaca, 9 cfu/20ml other microorganism; biopsy 20 cfu/30ml microbacterium oxydans and 32 cfu/30ml micromonospora aurantiaca. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) review of the customer's cleaning sterilization and disinfection (cds) process, results of third party testing, device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where information to judge deviations from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels . Colony forming units (cfu): 0. Bacterial identification: n/a . The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.